Event description:
It was reported that the physician tried to use the vns programming computer but was unable to due to the computer giving her a warning message that the battery latch is open. Trouble shooting was performed to make sure that the battery latch is secured but the same warning message appears. The product was sent back to the manufacturer and was received on (B)(4) 2013 and now product analysis is being performed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was performed on the returned programming computer. During analysis it was identified that the handheld would power off unexpectedly. The cause for the anomaly is associated with a loose mounting screw on the battery latch assembly. Once the screw was tightened, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.